Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: qrb.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due patient having inadequate coverage with high impedances and needed to have an MRI. The device won't come back, facility discarded it. No additional adverse patient effects were reported. Patient did well in post op and had good coverage.